Event description:
It was reported by the customer that a 3 fr catheter placed in february sprung a leak at the connection between the hub and the external lumen. The line had to be replaced. Additional information received on 4/12/2023: it was reported that on (B)(6) at 2030 fluid was noted by bedside nurse and confirmed by vat. Catheter was removed. New PICC placed (B)(6) 2023. Patient unable to receive cpn for 2 days until new line placed. Catheter was secured with secureacath. No patient harm or symptoms related to the fluid leak.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that a 3 fr catheter placed in february sprung a leak at the connection between the hub and the external lumen. The line had to be replaced. Additional information received on (B)(6) 2023: it was reported that on (B)(6) at 2030 fluid was noted by bedside nurse and confirmed by vat. Catheter was removed. New PICC placed (B)(6) 2023. Patient unable to receive cpn for 2 days until new line placed. Catheter was secured with secureacath. No patient harm or symptoms related to the fluid leak.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the extension tubing is confirmed. One 3 fr s/l powerpicc sv was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the tubing. An initial visual observation showed use residues throughout the returned catheter. A microscopic observation revealed a split in the tubing just distal of the purple luer. The split exhibited ¿c¿ shaped impressions leading to the fracture site, and beach marks were observed along the fracture surface. The complaint of a leaking catheter where the tubing meets the hub is confirmed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.